Manufacturer narrative:
Hamilton medical ag comes to the conclusion: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: "buzzer defective" and "self test failed" alarm after startup.